Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been requested.

Event description:
It was reported that on (B)(6) 2013 an original procedure for a 4.5 variable angle (va) locking compression plate (lcp) was performed. It was reported that at the nursing home the patient took the brace off after the implant and fell on his knee. It was identified in the x-ray that the 2 screws up were against the wound. A revision surgery was performed due to the 2 distal screws backing out. The fracture was reduced in surgery by implanting 6 new screws in the distal portion of the original plate which remained in the patient. The revision procedure was successfully completed with no patient injury. This is report 2 of 2 for complaint (B)(4).